Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an out of specification force sensor reading. Service evaluation verified the false downstream occlusion alarm. The cause was identified to be an out of specification force sensor reading. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a false downstream occlusion alarm while running a loaded set. There was no patient involvement. No additional information is available.